Event description:
It was reported that the customer had a failed battery test. Customer tried to put a battery in his insulin pump last night, but it took two batteries to get the pump on. Customer stated that one of the batteries was dead in the morning. Customer currently has a full battery. Customer heard a beep this morning and replaced the battery again. Customer pressed the buttons on the pump but it would not come on. Troubleshooting was performed but not completed because the customer wanted to go get new (B)(6) batteries. Customer had several alerts in the alert history such as weak battery alarm, no reservoir alarm, no delivery alarm, low reservoir alert, low battery alert, and failed battery test alarm. Customer stated that he has had to replace the battery ever 2-3 days recently. Customer had 3 failed battery test alarms in a row on (B)(6) 2015. Battery cap contacts were not damaged. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.